Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3) the manufacturer representative went to the site to test the navigation system. The camera was replaced. The navigation system works properly after replacing the camera, electrical safety tests were performed. It was recommended to replace the uninterruptible power supply (ups) battery, after disconnecting the mains power supply, the main trolley immediately turns off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a battery problem, after unplugging the power, the main cart was turning off.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773 , lot/serial #: unknown h3) additional information was received regarding the system checkout. Replacement of the navigation camera in accordance with the offer. Carrying out tests, registering a test patient and checking the correctness of navigation. Navigation works properly. After replacing the camera, electrical safety tests were performed. Note: it was recommended to replace the emergency power supply battery in the main trolley. After disconnecting the mains power supply, the main trolley immediately turns off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: b5 updated. No additional reports will be submitted under this complaint. Please refer to rr # 1723170-2024-03927 for the camera issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803.